Event description:
It was reported that stent damage occurred. During preparation of a 4.00x38mm synergy drug-eluting stent, it was found that the proximal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported.